Manufacturer narrative:
(B)(4).

Event description:
(B)(4) ¿ the dentist reported that almost 3 months after the dental implant was installed in intraoral region 20#, its non-osseointegration was observed.